Event description:
It was reported that the patient was at the hospital with an infection at the vns site. It was reported that the infection began the wednesday prior and that a surgeon was being found to remove the device. The patient underwent generator and lead explant due to infection on (B)(6) 2014. It was reported that is unknown if the vns will be reimplanted. It was later reported that the infection had been treated previously by the patient's primary care physician. No additional relevant information has been received to date.

Event description:
Additional information was received stating that the vns patient¿s device had redness around the generator incision site. The patient¿s generator site had discharged pus and opened on (B)(6) 2014. The patient¿s pcp gave the patient antibiotics the same day. Cultures were positive for staph aureus.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.